Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported the patient went to the hospital because the patient suffered from syncope. The physician discovered the threshold measured by the pacemaker was high. Impedance trends of the lead were stable and no measurements were found out of range. The device was explant and replaced and the physician elected to cap and replace the lead. No further patient complications have been reported as a result of this event.